Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced one infusion set fell off event during use. The set was in use for about 20 hours. Blood glucose levels were 110 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.